Manufacturer narrative:
The device was not returned to saluda for analysis. Without a returned device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include infection... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." The root cause for the infection remains unknown. A DHR review was conducted, and the device passed all requirements for release with no anomalies detected.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was explanted due to infection. The patient had been implanted with the permanent scs system nine weeks prior. No additional information has been received by saluda at this time.